Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device will not turn on, the device is not functioning, the device is noisy and leaking. The patient also alleges a headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device will not turn on, the device is not functioning, the device is noisy and leaking. The patient also alleges a headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received and the section h11 should be updated as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device will not turn on, the device is not functioning, the device is noisy and leaking. The patient also alleges a headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was five error codes found. The third-party service center concludes that there was no visible foam degradation and unit got scrapped. Section h6 has been updated.